Event description:
The customer alleged that she and another employee experienced h2o2 contacts when removing items from a completed load. The employee received the contact on her finger. The employee rinsed the area with water for an unknown amount of time and then went to the emergency room. The employee did not receive any treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, h2o2 contact - other: capital equipment, evaluated at customer site. The fse noted that two employees received chemical burns from a completed load. The employees stated that there was moisture on the outside of some packages in the load and touched the packs without wearing gloves. The fse inspected system and found that the vaporizer plate was in place with some white residue in it. The lead tech was sure that plate was in place during the cycle in question. The cycle in question completed with injection pressures of 10.2 and 10.5. The fse performed system verification and autotest. The fse ran an empty chamber test cycle. System meets specifications. Conclusion: user guide update was initiated baed on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization updated user guidance. Reference MDR: 2084725-2008-00795.